Manufacturer narrative:
(B)(4). Date sent: 1/4/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an anterior resection, a low anastomosis was performed with the device, at the time of performing the anastomosis, the surgeons verified that the union of the circular stapler with the anvil had been correctly made. The shot was made and when the stapler was removed they noticed that part of the circumference of the anastomosis had no staples and several staples left intact when the stapler was removed from the anal canal. The physicians checked the device and considering that the anastomosis was not done correctly, they made another shot with another like stapler. Then everything came out fine. The patient did not have a prolonged hospitalization due to the incident. There were no patient consequences reported.